Event description:
It was reported that the devices were used during an unknown procedure. It was reported that the distal tips of the device were not aligned and caused clips to cross. The surgeon finished case with another device from a different lot number to complete the case. There was no consequence to patient.